Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The care giver (cg) stated that they had mixed up the first and last solution bags. The cg did not disconnect the bags. The cg was uncertain if they had pressed go to start therapy before connecting the hp. The technical service representative (tsr) explained the alarm and assisted the cg with clearing the alarm. The tsr went over the procedure for checking the patient line and connecting the hp before pressing go. The hp would complete the therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information was available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.